Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 503 mg/dl. A manual correction bolus was administered to address elevated bg and infusion set change to address elevated bg. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that a cartridge alarm occurred during insulin delivery and an occlusion alarm occurred.